Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of a umbilical hernia, a ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2012 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, post implant of ventralex mesh, patient was diagnosed with abdominal pain, hernia recurrence, adhesions, migration thereby underwent mesh debridement. Per op notes, ¿noted the mesh from previous umbilical repair was slightly separated at 10 and 11'o clock, this was debrided yet was not removed.¿ the instructions-for-use supplied with the device lists adhesions and migration as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of a umbilical hernia, a ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2012 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with umbilical hernia thereby underwent open repair with ventralex mesh (device #1). Per operative notes, "a large hernial sac was identified and dissected away. A ventralex mesh (device #1) was placed against the abdominal wall and sutured.¿ (B)(6) 2012 - patient was diagnosed with incarcerated ventral hernia thereby underwent laparoscopic repair with partial mesh (device #1) explant and implanted with ventralight st echo ps mesh (device #2). Per the operative notes, "noted incarcerated of omentum which was stuck to the hernia sac in the upper midline, just above the umbilical region and lysed free. The adhesions were sharply dissected and reduced in total. Noted the mesh (device #1) from previous umbilical repair was slightly separated at 10 and 11'o clock, this was debrided yet was not removed. A ventralight st echo ps mesh (device #2) was cut down and placed in the intraabdominal cavity.¿ (B)(6) 2013 and (B)(6) 2017 - during visit patient had abdominal and low back pain. Attorney alleges that the patient had adhesions, hernia recurrence, pain, mesh separation and emotional injuries.